Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with a known anti-k yielded a false negative antibody screening test with biotestcell 1&2 when tested on tango optimo. The customer did return the supposedly defective product as well as the patient sample that caused a false negative test result. The customer's returned supposedly defective product could not be used for testing, because the remaining reagent volume in the bottle was too low for testing. Our quality control laboratory therefore tested the patient sample with their retained sample of the allegedly defective lot on tango optimo. The patient sample reacted correctly positive with the kell positive reagent red blood cell of biotestcell 1&2. Additional testing with biotestcell-i11 plus also yielded positive results with the kell positive red blood cells. Furthermore the retained sample of the allegedly defective lot of biotest cell 1&2 was tested with a known anti-k sample in a dilution of 4. The antibody was detected. Testing by our quality control laboratory confirmed the correct function of the allegedly defective biotestcell 1&2 lot. The patient's anti-k could be detected during investigational testing. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.